Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn 14741353 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 14741353 was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station didn't connect with medapp as it displayed an error message. The technical support specialist started up the medapp after rebooting the device remotely and resolved the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es system prompting error message, "unexpected data occurred" on the screen. The customer stated that the user was able to get medications from the pharmacy for the patients on a timely manner, causing a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to med application issue. A technical support specialist rebooted the station remotely to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis anesthesia es system prompting error message, "unexpected data occurred" on the screen. The customer stated that the user was able to get medications from the pharmacy for the patients on a timely manner. There were no adverse events or injuries reported based on this event.